Event description:
Reporter noted intermittent footswitch problem after patient had been prepped and draped, but no incision had been made. Cancelled this case and subsequent cases. No injury occurred.